Event description:
The clip was deployed to polypectomy site the catheter was removed but the clip remained attached to the scope the md had to use biopsy forceps to push the head of the clip out of scope, so no harm was done to patient.